Event description:
The customer alleged the aer unit was leaking disinfectant from the reservoir. No injuries were reported. An asp field service engineer (fse) went to the facility to access the unit.

Manufacturer narrative:
Capital equipment evaluated at customer site. The field service engineer (fse) reported a disinfectant leak from the aer unit. The fse replaced the reservoir assembly. The unit met specifications. The fse reset the unit. Conclusions code: the customer reported, "fluid leaking." The customer did not open up the unit to confirm where the leaking was from. The customer stated that there were no physical symptoms/reactions. An asp field service engineer (fse) was dispatched and performed the following troubleshooting, "fse" found aer leaking fluid. Replaced the reservoir assembly. System met specifications. Reset unit." The reservoir assembly is failing with a known failure mode and is addressed by CAPA. A review of the fmea for asp aer indicates for all related future modes. The overall risk number (rpn) associated with leakage are all below the threshold of 100, therefore, no further action is required at this time. The low complaints per unit year (cpuy) values indicate that the problem code "fluid leak" has maintained and that there is no increasing trend. Asp will continue to monitor for trends.